Event description:
Event description boston scientific crm received information that following the delivery of anti-tachycardia pacing the rhythem of the patient implanted with this implantable cardioverter defibrillator (ICD) accelerated into ventricular tachycardia.